Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, the operator inadvertently introduced air into the circuit while administering a fluid bolus which triggered on arterial air alarm. Arterial air alarms occurred several days later during treatment, although the exact cause is unknown. The circuit clotted due to the amount of time spent troubleshooting the alarms, resulting in an estimated blood loss of 190cc for each treatment. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to user error as the operator inadvertently introduced air into the circuit during treatment. The cycler alarmed appropriately. The user's guide provides adequate instructions for performing air removal. The exact cause of the subsequent arterial air alarm is not known. Clotting of the circuit is attributed to the amount of time spent troubleshooting the alarms and that the treatment is performed without anticoagulation. A direct correlation between nxstage system one and the reported blood loss events cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.